Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the stimulator was not working. Caller said that the patient was trying to make it work but maybe they missed a step since they are taking a high dose of medication. Caller and patient said that it was "discharge" yesterday. Agent had the caller start recharging session first. Caller was able to recharge the ins with handset was low battery and ins at 80% recharging in good connection. Therapy was turned on using the recharger application but patient said they do not feel any stimulation at all. Caller stopped recharging and connected to mystim app. Caller confirmed therapy was on in group a with 2.9 intensity. Caller increase the stimulation twice but patient was not feeling any relief and not comfortable with the increase of intensity. Intensity was put on the original program. Caller was unable to switch group as patient only had group a. Patient admitted in local hospital and said that they cannot put weight on leg down and the stimulator was for the lower half body. Caller stated that since yesterday, patient has had increased pain and is concerned device isn't working.